Event description:
A hospital in (B)(6) reported, via a distributor, that an rt340 adult breathing circuit was found broken and leaking after being used on a patient for an hour. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the rt340 adult breathing circuit was reported to be unclean and, therefore, not returned for testing. An investigation was carried out based on the event description and results of previous investigations on similar complaints. Results: the hospital reported that while an rt340 adult breathing circuit was being used on a patient, the ventilator alarm sounded indicating a leak on the breathing circuit. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the evaqua tube consists of a thin, semi-permeable film designed to allow water vapor from expired ventilatory gases to pass through. This tube incorporates a protective mesh to prevent damage to the walls of the tube during use. The evaqua tube remains more susceptible to damage than conventional tubes when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The rt340 instructions for use (IFU) advise the user to perform a pressure and leak test on the breathing circuit system, to fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage, and to set the appropriate ventilator alarms. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production during transportation, storage or equipment set-up. (B)(4).